Event description:
Reportedly the sales rep indicated the valve was explanted after approx (B)(6) due to aortic stenosis. The device will not be returned for evaluation.

Manufacturer narrative:
Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. No additional information was provided regarding this explant; therefore the root cause of this event cannot be determined.

Manufacturer narrative:
Device not returned.